Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy drug-eluting stent was implanted in the lesion. However, after post dilation and intravascular ultrasound (ivus) was performed, it was noted that the stent struts elongated by about 4 millimeters after passing the ivus. No patient complications nor adverse events were reported.